Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the customer experienced intermittent high blood glucose levels, however specific values were not provided. Multiple follow up attempts were made to gather additional information and complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.